Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a reported driveline disconnected alarm while connections appeared secure. The alarms began at 8am. An emergency system controller exchange was performed and the patient was transported to the emergency room. The patient syncopized twice per their sister who witnessed the event, and estimated there were a few minutes during which the patient was unconscious. The customer stated it took approximately 10 minutes for the pump to restart as per the event log on the new system controller (B)(6). The pump now appeared to be functioning properly, and the patient was hemodynamically stable. The site confirmed the modular cable connection was secure. Data from the malfunctioning system controller (B)(6) was unable to be accessed as it was failing to connect to the power module. Log files were sent for review on the new controller (B)(6), and the event log captured the system controller connect to power alarms but the timestamp was incorrect as it showed 09jul2000 so the timeline of events was not clear. It appeared the new system controller (B)(6) was connected to the mpu but the driveline still showed disconnected for several seconds. Once the driveline was connected, the pump came up to fixed speed within a couple of seconds. Additional information provided that the issues resolved after the controller exchange, and the patient was discharged home after observation.

Manufacturer narrative:
A1 - patient identifier: corrected. E3 - occupation: corrected. Manufacturer¿s investigation conclusion: the reported event of a driveline disconnected alarm while the driveline was connected was not confirmed; however, the analysis of the log files and the returned system controller revealed an atypical power cable disconnected alarm that occurred on the white power cable while the power cable was connected to an external power source. The reported event of an inability to retrieve the log files from the system controller was also confirmed via evaluation of the returned controller. The returned controller was connected to a test power module/system monitor and communication could not be established. The controller was tested on a mock circulatory loop and a power cable disconnected alarm was active on the white power cable despite the cable being connected to the power module. The controller operated the pump at the set speed without issue despite the atypical alarm and inability to communicate with the system monitor. No other atypical alarms activated during testing. Electrical testing of the power cables revealed that the orange (transmission communication), blue (receiving communication), and brown (relative state of charge) wires in the white power cable were broken; this would result in the observed loss of communication between the system controller and system monitor and the atypical power cable disconnected alarm. Visual inspection of the controller power cables revealed a small hole in the outer jacket near the bend relief on the controller side of the white cable; a green contaminate consistent with fluid ingress was observed at this hole in the jacket. The outer jacket and underlying layers were removed from the white power cable for further inspection, confirming that the orange, blue, and brown wires were broken near the strain relief on the controller side. A green contaminate consistent with fluid ingress was also observed on the wires. No other issues were observed. The system controller power cables were replaced with test power cables. Communication with the system monitor was successfully established and the atypical power cable disconnected alarm was resolved with the replacement of the power cables. Log files were downloaded from the system controller once communication was established. Data from the reported event date of 27dec2024 was reviewed in the controller event log file. The log file captured a low voltage advisory alarm on the white power cable at 9:05:09 on (B)(6) 2024 associated with routine battery depletion during use. The white power cable was connected to the 14v battery for approximately 21 hours prior to the low voltage advisory alarm activating. A power cable disconnect alarm that was not associated with battery depletion or a power source exchange activated on the white power cable at 9:07:42 on (B)(6) 2024 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The power cable disconnect alarm on the white power cable persisted for the remainder of the log file due to the rsoc voltage remaining at approximately 0 v despite the bus voltage indicating that the white power cable was connected to a power source. The driveline was disconnected at 9:11:53 on (B)(6)2024, which is consistent with the reported controller exchange. The controller was powered off at 10:37:05 on (B)(6) 2024. The system controller was briefly reconnected to the power module from 11:09:16 to 13:26:38 on (B)(6) 2024; this is consistent with the reported attempt to retrieve the log files. No other notable events were captured. The pump maintained a speed within the expected range without issue while the driveline was connected. The atypical power cable disconnected alarm was determined to be due to the rsoc wire in the white power cable being broken. The reported inability to retrieve log files from the system controller was determined to be due to the transmission and receiving wires in the white power cable being broken. The root cause of the broken wires could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage advisory, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿, inform the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.